Event description:
Notified by registration of patient's death. Made sure any future appointments were canceled in paceart optima, our device documenting system. Opened our remote monitoring system to make patient inactive. After system was opened, multiple alerts for this patient were noted. Did not receive any alerts via the text system from the company that we have set up. More details can be provided upon request/review.